Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v718484, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had zapping and stinging when lying down since falling in (B)(6) 2015. The stimulation was too strong and it zapped the patient. This was due to a sudden change after the fall. The patient's therapy was turned on and decreasing the amplitude eliminated the uncomfortable sensation. Turning stimulation off also stopped the sensation. The patient would decrease during the night when they were lying down and increase during the day. The patient's health care provider (hcp) readjusted stimulation a month ago, but the patient never told them about the fall. The patient's symptoms started after the fall. The patient had leakage, lack of urination control, urine smells like rotten eggs, lack of effect, and had chronic urinary tract infections (utis) and a bowel infection that were unresolved that may be contributing to their symptoms. The bowel infection began in (B)(6) 2015. The rapid urinalysis was normal, but the cultured urine was positive for uti in (B)(6) 2015. The patient was given 2 round of cipro, macrobid, nitrofloxin, and fluconozole to treat a yeast infection that developed as a result of the chronic utis and antibiotics used to treat them. The patient had not been very compliant taking these medications consistently and both the chronic utis and bowel infection were not resolved to date. The patient called their hcp and left a message for the nurse. The patient had 5 abnormal ekgs while the device was on and an abnormal stress test in (B)(6) 2015. The technician did not state that the abnormal EKG and chemical stress test were due to the device. The patient had atrial fibrillation and dystonia. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.